Event description:
An arjo sales rep was doing an inservice with the lift. A cna was placed in the hoist and lifted. The rep tilted the cna back and forwards and had turned to talk to the staff when the hanger bar with the cna in the sling fell off. The cna suffered a broken wrist.